Manufacturer narrative:
No button error alarm noted during testing. The insulin pump had unresponsive all buttons due to corroded keypad traces. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
Customer reported via phone call that the insulin pump had button error alarm. Customer's blood glucose reading was 7 mmol/l. Customer was unable to clear the alarm because of keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No button error alarm noted during testing. The insulin pump had unresponsive all buttons due to corroded keypad traces. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.